Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose level and customer's blood glucose level was 400 mg/dl. Customer was treated with insulin pump bolus for high blood glucose. Customer stated that they received insulin flow blocked alarm. Customer stated that they having issues with infusion sets, some of them were fell off from body, some of them trigger insulin flow blocked alarm and some of them had bent cannula. Customer declined the troubleshooting. The device will not be returned for analysis.